Event description:
It was reported that a patient underwent a total knee replacement and topical skin adhesive was used in addition to dura prep and staples. Post operatively, the patient had swelling and skin blisters. The patient was treated with antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.